Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of being treated for an infection and having test done. Customer went back to the hospital with a fever as advised to do and was admitted on (B)(6) 2016. Customer reported that infusion set was pulled by insulin pump as insulin pump fell out of her pocket. Customer bumped the site on her stomach causing a staph infection. Customer was treated for the infection and customer was released from the hospital. Customer reported that as a result of dropping insulin pump, display screen was cracked. Products would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot, cracked lcd window and minor scratched lcd window. No cracks on the lcd glass noted.